Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open, the anastomosis was not complete and there was tissue loss. The hosp has reported the pt's condition is satisfactory.